Event description:
High impedance was identified on a patient's device. The patient later underwent full revision surgery. The explanted products have not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were discarded after the replacement surgery and are unavailable for analysis. No additional relevant information has been received to date.